Event description:
A peritoneal dialysis (pd) patient reported patient sensors too high warnings resulting in a discovery of an increased intraperitoneal volume (iipv). After getting 3 warnings the patient called to technical services. At that point the patient was in drain 2 of 3 and had drained 7620ml of 2000ml fill volume. By the time the call was completed and the drain 2 was complete the patient had drained 11,126ml of 2000ml fill which indicated a 557% overfill event. In a follow up, a pd nurse reported that there was no harm, adverse event or intervention associated with the overfill. The patient was issued a new cycler and did receive it. The old cycler is available to be returned for investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported patient sensors too high warnings resulting in a discovery of an increased intraperitoneal volume (iipv). After getting 3 warnings the patient called to technical services. At that point the patient was in drain 2 of 3 and had drained 7620ml of 2000ml fill volume. By the time the call was completed and the drain 2 was complete the patient had drained 11,126ml of 2000ml fill which indicated a 557% overfill event. In a follow up, a pd nurse reported that there was no harm, adverse event or intervention associated with the overfill. The patient was issued a new cycler and did receive it. The old cycler is available to be returned for investigation.

Manufacturer narrative:
Correction: d.10.

Event description:
A peritoneal dialysis (pd) patient reported patient sensors too high warnings resulting in a discovery of an increased intraperitoneal volume (iipv). After getting 3 warnings the patient called to technical services. At that point the patient was in drain 2 of 3 and had drained 7620ml of 2000ml fill volume. By the time the call was completed and the drain 2 was complete the patient had drained 11,126ml of 2000ml fill which indicated a 557% overfill event. In a follow up, a pd nurse reported that there was no harm, adverse event or intervention associated with the overfill. The patient was issued a new cycler and did receive it. The old cycler is available to be returned for investigation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation an exterior visual inspection of the returned cycler showed no sign of physical damage. There were no visual indications of dried fluid found within the cassette compartment. There were no visual indications of particulates found within the cassette compartment. There were no burrs or sharp edges in cassette compartment that may have punctured a cassette membrane. An (as-received) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. The system air leak test passed. The valve actuation test passed. An internal inspection of the cycler showed that there were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.